Manufacturer narrative:
(B)(4) follow up. It was reported that no fluid was present in the prefilled syringe flusher. Because the physical sample was not returned, a comprehensive hands on evaluation could not be performed. To support the investigation, two photographs were provided and reviewed by the quality team. The images show a prefilled syringe within the packaging flow wrap, however, the photographs do not allow confirmation that the syringe is empty and, based on the appearance, the syringe seems to contain solution. No additional details could be determined from the photographs. A device history record review was completed for material number 306593, lot 4268973. This review did not identify any quality issues during production that would be expected to contribute to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections met applicable specification requirements. To date, no other similar events have been reported for this lot. Based on the information available, including the photographic review, the reported condition could not be confirmed. In the absence of the physical sample for evaluation, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 3ml saline fill china sp, no fluid in the prefilled syringe flusher and it was unusable. No patient harm.